Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013.device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: on examination, there was no visible damage to the keypad. On testing, all of the keypad buttons respond properly. Removed the keypad and found no damage or contamination on the button contacts. Investigation could not confirm or duplicate the complaint.